Event description:
It was reported that an inquiry was received regarding far-field r-wave oversensing (ffrwo) being more frequent in ingevity leads than in competitor products, related to the spacing of the electrodes. Several sources of information and articles were consulted and it was discussed that the electrode spacing is one factor to consider, and a delta of 0.7 mm, which is the one concerning this inquiry, is not a considerable spacing that could make an impact on the ffrwo. Literature also provides insight on anatomical susceptibility to ffrwo and how to program around it, reinforcing that it is not just the lead design that impacts ffrwo. No adverse patient effects were reported.